Event description:
It was reported that the system was explanted due to infection. The physician was not sure if the cause of the infection was due to recent ICD gen change or a dialysis catheter implant that was scheduled shortly afterwards. The patient developed endocarditis as a result. On (B)(6) 2017, the ICD and rv lead were explanted. The lead was kept by the facility. The patient condition is stable.